Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the monopolar and bipolar were not working. The customer reseated the energy cables, and the monopolar energy worked but not the bipolar energy. The technical service engineer (tse) verified an error c-34 in the error logs. The tse moved the bipolar cord to another bipolar port, but the error persisted. The customer moved to another energy cable and instrument, but the issue persisted. The tse suggested the customer to hard power cycle the erbe generator, but the customer was not willing to troubleshoot. The tse suggested the customer use a force triad generator or moving to another vision side cart. The customer power cycled the erbe generator and continued the procedure using only monopolar energy. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was placed on an in-house system and was run in normal mode. The iesu had triggered error c-34 on start-up and bipolar coag issue.